Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
Patient had a right hip replacement on (B)(6) 2017. She is experiencing extreme pain in her right leg. Patient stated that on (B)(6) 2017 she couldn¿t walk on her right leg and was unable to drive her car. Update 1/17/2018: patient called and informed that she was in the hospital having a revision surgery on (B)(6) 2018.

Event description:
Patient had a right hip replacement on (B)(6) 2017. She is experiencing extreme pain in her right leg. Patient stated that on (B)(6) 2017 she couldn¿t walk on her right leg and was unable to drive her car. Update 1/17/2018: patient called and informed that she was in the hospital having a revision surgery on (B)(6) 2018. Update as per medical review: "on (B)(6) 2018 an incision and drainage of the right hip was performed with a femoral head change and implantation of antibiotic beads, as well as a cortisone injection of the right shoulder for a pre- and post-operative diagnosis of infected right total hip arthroplasty, and rotator cuff tendinitis of the right shoulder."

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # 6519-1-028, lot # 57093001, description: delta un.fem hd 28mm r28 16/18. Cat # 6519-t-204, lot # 61808702, description: uni adaptor sleeve v40 ti. Based on the medical review by a consulting clinician, there is no evidence of any factors relating to the hip implant¿s design, manufacturing or materials impacting on the appropriately aggressive management of this early post-operative periprosthetic infection. An event regarding revision due to pain and infection involving an adm insert was reported. The event was confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: consulting clinician reviewed the provided records and indicated: "on (B)(6) 2017 she underwent a right total hip arthroplasty, primarily for a diagnosis of primary osteoarthritis of the right hip. She was next seen on (B)(6) 2017 for an office visit with an impression of ¿hematoma vs. Fluid collection¿ and ¿right thigh vs. Low back derangement¿. She had a slightly increased crp and an MRI was ordered of her leg and back and she was referred for physical therapy. An aspiration was performed. On (B)(6) 2018 it was noted, ¿explained because of persistent pain ¿ may have infection ¿ frustrating to try to arrange aspiration ¿ impression: possible deep infection.¿ a (B)(6) 2018 x-ray report notes, ¿stable right tha¿. The patient was admitted on (B)(6) 2018 and a repeat esr of 37 and a crp of 44.5 (both of which are elevated) were noted. On (B)(6) 2018 an incision and drainage of the right hip was performed with a femoral head change and implantation of antibiotic beads, as well as a cortisone injection of the right shoulder for a pre- and post-operative diagnosis of infected right total hip arthroplasty, and rotator cuff tendinitis of the right shoulder." The clinician concluded, "there is no evidence of any factors relating to the hip implant¿s design, manufacturing or materials impacting on the appropriately aggressive management of this early post-operative periprosthetic infection." Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot and sterile lot indicated. Conclusions: based on the medical review by a consulting clinician, the event of pain and infection is confirmed however, "there is no evidence of any factors relating to the hip implant¿s design, manufacturing or materials impacting on the appropriately aggressive management of this early post-operative periprosthetic infection." A trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.